Event description:
The customer reported the subject device leaked from the knob. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual, inspection of the endoscopic system. Operation manual, important information: please read before use, warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the device leaked due to deformation of the right/left and up/down knobs, a cut on switch one, and a pinhole in the forceps channel. In addition, the suction volume did not meet the standard value due to damage on the suction channel, angulation in the up direction did not meet the standard value and the play of the up/down knob was out of the standard due to wear of the angle wire, the adhesive on the bending section cover was cracked, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the universal cord was dirty due to insufficient cleaning, the objective lens was cracked due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens was dirty due to insufficient cleaning, switch one did not work because the switch printed circuit board was damaged, switch two did not work due to a defective printed circuit board, the control unit, scope connector cover, and grip were dirty due to insufficient cleaning, the illumination was uneven and there was a decrease in output light due to a scratch on the light guide lens, there was a decrease in output light due to the light guide bundle slipping down, dots on water detection stickers 1a and 1b were smudged and connected due to water invasion in the device, and the grip, plug unit, and scope connector cover were corroded due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.